Event description:
Information was received from a consumer regarding a patient receiving morphine and other drug via an implantable pump. The patient reported they were admitted to the hospital on the (B)(6) and the facility would not let them use the ptm (personal therapy manager) until last night. The patient stated when they turned the handset on, it said (B)(6) and it didn't have the right time or date. They attempted to deliver a bolus, but they didn¿t know if it worked or not. The patient tried again this morning, but the bolus did not give them any relief and the patient was unsure if they had received a bolus. The agent had the patient reset the handset and communicator and the agent assisted patient with changing the time and date on the handset. During the call the patient mentioned the handset would get stuck at 90% when connecting to the pump. The pump was on their left side. The agent had the patient clear the patient data and the patient was able to connect to the pump and see that they had 4 boluses left/lockout screen. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.